Manufacturer narrative:
(B)(4). The pad-pak was first installed on the (B)(6) 2012 and performed to specification up to the (B)(6) 2014. The device records manual power ups mainly under 1 minute duration between the (B)(6) 2014 and the (B)(6) 2015. The technical log indicates the shock key was recorded as being pressed during the self-test. The device continued to record multiple self-test fails due to a shock key error up to the (B)(6) 2016. The device then passed all self-tests up to the (B)(6) 2016. The returned pad-pak was inserted into the device and passed a self-test. No warnings were given at shutdown and the status led continued to flash green. An acceptable shock was delivered during the testing. Upon internal inspection of the device corrosion was observed on the membrane tail on the "on/off button" and "shock key" tracks. Investigation found the reported fault can be attributed to membrane failure due to corrosion. This corrosion indicates the device had been stored in adverse conditions.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device service prompt heard.